Event description:
It was reported that the linear 40cc intra aortic balloon pump (iabp) was kinked in multiple points during insertion. No harm is reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).